Event description:
Philips received a complaint by the customer on the v60 indicating that the patient disconnect alarm was not activated. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the patient disconnect alarm was not activated. Case was cancelled after 3 attempts to reach out to the customer. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.